Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, 90% stenosed, tibial artery. The 6.0 x 200 mm armada 18 balloon catheter was advanced and inflated; however, the balloon ruptured below rated burst pressure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.